Event description:
Reporter alleged obtaining a result of 500 mg/dl with hyperglycemic symptoms on the compact plus system. Reporter stated her friend called the paramedics as she passed out. She reported the paramedics arrived within a few mins, obtained a result of 30 mg/dl, treated her with an IV and an unk substance, and then took her to the hospital. She stated that at the hospital, she obtained a discrepant blood glucose result of 505 mg/dl on the same compact plus system back to back with the hospital's meter result of about 50 mg/dl. She indicated they continued treating her with an IV and another unk substance, then released her about an hr later. A request was made for the return of the suspect device and replacement product was sent. Customer stated that she no longer had the alleged product and so no product will be returned for evaluation.